Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received noted that during explant procedure for pocket infection; it was noted that there was possible early lead erosion, the right ventricular lead was very close to the superficial edge of the skin. The lead was explanted and replaced. There were no complications; the patient was in stable condition prior, during and post procedure.